Event description:
During a laparoscopic nissen fundoplication the device was fired correctly but the clips did not close and clamp onto the vessel. Operating time was extended by approx 30 mins. No pt consequence.